Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the illuminator. The system was tested and verified as ready for use. Isi did receive the illuminator involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via the system logs but could not reproduce the issue during in-house testing. The illuminator lamp failed to ignite. Upon visual inspection there were 5 screws missing on the cover. Inside of the lamp module housing had a burnt mark. Fa installed this unit on a testing si system, the unit powered on in maintenance mode and programmed for hd illuminator. The vision test and white balance test were conducted. The system ran 10 power cycles and was left idle for 30 minutes. And the reported complaint was not replicated. While a definitive root-cause cannot be established, the potential root cause for this failure can be attributed to an issue with a component within the illuminator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the lamp failed to ignite. Initially, a reboot of the system was attempted, which resulted in the lamp turning on; however, the intensity was found to be insufficient. The user converted to a laparoscopic approach to continue with the procedure. A procedure delay of 15 minutes was reported. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that no additional port incisions were made, or additional ports placed when the procedure was converted to traditional laparoscopic surgery. Additionally, it was stated that the patient tolerated the change well.